Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not powering on when plugged into ac power. There was no patient involvement. The system will momentarily power on and occasionally be able to log into the software but the system will power off before being able to log into stealth admin to check the self test tool.

Manufacturer narrative:
H6: a medtronic representative, went to the site to test the equipment. Testing revealed, that the fuses, battery and uninterruptible power supply (ups) were replaced. The system then passed testing. Codes b01, c02 and d02 are applicable to this analysis. The uninterruptible power supply (ups), lot number#: (B)(4) was returned to the manufacturer for analysis. When the ups was plugged into ac power, the ups made a loud popping sound followed by a burnt odor. Ups wouldn't power on afterwards. Codes b01, c02 and d02 are applicable to this analysis. The battery, lot number#: (B)(4), was returned to the manufacturer for analysis. Battery was tested with a known good ups for a 24hr period. The ups powered down immediately when unplugged from ac power. Battery was found to have low voltage(26.91v) and dead cells. Codes b01, c02 and d02 are applicable to this analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735881. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported, that after removing battery and uninterruptible power supply (ups) from system, the battery was producing foul odor. The system would not power on and there were no lights on the back of the ups.